Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while pacing a patient (age & gender unknown), the device experienced an undefined pacer problem. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the device was tested extensively in their biomed shop on june 24 and june 25, 2025, with no issues reported. The device will not be returning to zoll.